Manufacturer narrative:
This report is filed on july 19, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the patient developed tinnitus and experienced pain with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2016. There are no plans to reimplant the patient with a new device as of the date of this report may 12, 2016.